Manufacturer narrative:
Not applicable.

Event description:
The reported problem (injury) was confirmed. A us distributor reported that a patient fell when the weight of the monitor shifted forward. The patient fell injuring their elbow and cut 3 fingers, cuts through the nail bed with the skin pushed up. Skin has pulled back to her knuckle on the ring and little finger and a large cut on the middle finger down the side. The patient also stated when they fell, they received a bruise under one of the sensors. The patient reported being on coumadin and susceptible to bleeding. The wounds and bleeding improved.